Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during a rectum resection, the device delivered malformed staples. A like device was used to finish the procedure. There was no patient consequence.